Event description:
It was reported that asymptomatic patient presented for a routine follow-up with device at end of service. It was noted that the device reached eri to eos in a short timeframe. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.